Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain, one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation, an additional issue of increased intra peritoneal volume (iipv) event was identified in the patient event log with occurrence date (B)(6) 2011 22:13:00 with drain volume of 2661 ml during cycle 3. Fill volume is 1500 ml. No patient injury or medical intervention was reported for this event.